Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they were hospitalized due to low blood glucose on (B)(6) 2019 with blood glucose of 55 mg/dl. The customer's mother reported that customer experienced low blood glucose and insulin pump allege over delivery. The customer blood glucose level was 45 mg/dl at the time of incident. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer's mother did not provide any symptoms regarding to low blood glucose episode. The customer was treated with carbohydrates and glucagon. The customer was wearing the insulin pump during the hospitalization. The insulin pump will be returned for analysis.